Event description:
Patient reported right side rupture later confirmed by physician. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and crease fold. No other observation observed. The unit is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted.